Event description:
Metal piece that holds the brush has hit cheeks [oral disorder] heads keep falling off the handle - oral-b [device breakage] (oral-b brush heads) are loose even when I am not brushing my teeth [device connection issue] case description: consumer via e-mail stated that their oral-b brush heads kept falling off their oral-b bluetooth electric toothbrush handle and were loose even when not brushing their teeth. The metal piece that holds the brush has hit their cheeks on several occasions. No serious injury was reported. (B)(6) 2021 case update: product updated to oral-b power rechargeable toothbrush handle. No other new information was provided.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Metal piece that holds the brush has hit cheeks [oral disorder]. Heads keep falling off the handle - oral-b [device breakage]. (Oral-b brush heads) are loose even when I am not brushing my teeth [device connection issue]. Case description: consumer via e-mail stated that their oral-b brush heads kept falling off their oral-b bluetooth electric toothbrush handle and were loose even when not brushing their teeth. The metal piece that holds the brush has hit their cheeks on several occasions. No serious injury was reported.

Manufacturer narrative:
On 21-dec-2021 concomitant product investigation results (toothbrush handle not received): concomitant product return was received and investigated. Investigation results showed that all concomitant product components are intact. No failure of the concomitant product could be identified.

Event description:
Metal piece that holds the brush has hit cheeks [oral disorder]. Heads keep falling off the handle - oral-b [device breakage]. (Oral-b brush heads) are loose even when I am not brushing my teeth [device connection issue]. Consumer via e-mail stated that their oral-b brush heads kept falling off their oral-b bluetooth electric toothbrush handle and were loose even when not brushing their teeth. The metal piece that holds the brush has hit their cheeks on several occasions. No serious injury was reported. On 30-aug-2021 case update: product updated to oral-b power rechargeable toothbrush handle. No other new information was provided.